Event description:
A synsiro pro drug-eluting stent system was selected for treatment. After introduction into the introducer sheath, resistance was felt. Nevertheless, the device was advanced further into the radial artery, but was then removed. After withdrawal, it was detected that stent struts were elevated. Subsequently, another des was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e. Several struts are bent) and slightly deformed at its distal end (i.e. Few struts are slightly lifted). Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zones the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to not force the passage if any resistance is felt at any time during lesion access, and to determine the cause of resistance before proceeding.